Event description:
Following a field engineering specialist service visit, the customer complained that they were still having issues with their cobas 8000 cobas ise module (double). The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample. The initial sodium result was 110 mmol/l with a repeat result of 140 mmol/l. The initial potassium result was 8 mmol/l with a repeat result of 4.6 mmol/l. The initial chloride result was 37 mmol/l with a repeat result of 110 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The initial results were from a sample aliquoted by a modular pre-analytical system. The repeat results were from a sample manually loaded onto the analyzer. The sodium, chloride, and potassium electrode lot information was requested but was not provided. The field engineering specialist was unable to find a root cause. He replaced all the electrodes and multiple solenoid valve seals. He performed alignment adjustments for all the mixing vessel nozzles. He decontaminated the instrument. He calibrated the ise's and performed qc testing. Qc results were acceptable. Using a pooled patient sample, precision testing was performed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. No further issues were reported after the service visit.